Manufacturer narrative:
Investigation summary: one needle was received and tested by our quality team with the customer's complaint of needle through shield. The needle was protruding through shield and complaint was verified. The shield and needle were analyzed under microscope and the manufacturer of the product was contacted for further investigation. The root cause of this issue is most likely due to operator error leading to improper alignment at time of cap and needle assembly. This is the first instance for this lot or for the material and corrective action is not necessary.

Event description:
Sample.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe allergy 1ml w/ndl 28x1/2 rb needle went through the shield. The following information was provided by the initial reporter: material # 305500 batch # 0069100. It was reported by the customer that patient was stuck by the needle while pulling it out of the package. The needle was sticking out of the gray cover that's supposed to cover the needle. Rcc received a complaint via email. Item(s): 305500, lot(s): 0069100d, date incident occurred: (B)(6) 2025. Was the patient impacted? If yes, describe: yes, patient was stuck by the needle while pulling it out of the package. The needle was sticking out of the gray cover that's suppose to cover the needle. Is a sample available? Yes customer request? Customer would like replacement needle.